Event description:
The customer reported that the monitor shut off during pt transfer. Pt was not harmed during the monitor shut down.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.